Manufacturer narrative:
On 5/16/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2019: the analysis results show that the valve was found detached microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. He analysis was unable to determine the root cause for the detached valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient underwent bilateral removal and replacement as follow; left replaced with catalog number 3502475, serial number (B)(4) and right replaced with catalog number 3502475, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, pain. Concomitant products: left-mentor smooth round moderate plus profile 425cc saline breast implant, catalog number 3502425, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 425cc saline breast implants which the right side deflated after implantation. Patient noticed visible decrease in size in the right breast with slight pain and burning. As a result patient had the device removed and replaced with unknown mentor saline device on (B)(6) 2019.